Manufacturer narrative:
The reported issue of incorrect intake volume documented in ehr could not be confirmed; no product or device logs were returned for investigation. The customer's issues are currently being tracked via an open CAPA (B)(4) that is associated with the intermountain healthcare org interoperability issues. The file was opened to document the issue that was reported. Additional patient information; diagnosis: prematurity; congenital heart disease, rsv, pneumatosis intestinalis.

Event description:
The customer reported that during a dexmedetomidine IV infusion at 4 mcg/ml in 50 ml ns (peds) 200 mcg, it was noted that there was a large volume of 40.4 ml recorded as intake into the electronic medical health record that did not ever reach the patient. This patient's intake and output was being carefully monitored while being given diuretics, as the patient was "very positive." In order to correct the electronic medical record, it needs to be manually corrected by the nurse to assure that the total intake is reflected correctly within the medical record. When this event occurs the patient¿s total intake does not correspond with the rate that an infusion was infusing at, nor the visible volume in the syringe or IV bag. After the customer reviewed the history from 2016-17 as documented, the customer does not believe that this is a resurgence in the issue, but instead a resurgence in the reporting of the issue because of the new interoperability functionality. The customer considers this as a serious patient safety issue that results in incorrect, clinically significant, infusion values being incorrectly documented on their most critically ill and vulnerable patients. Due to this being a known and reported problem in the past, the customer would like to know what bd has done to resolve the issue. Despite the fact that the large volume is not infused into the patient there are workflow scenarios at the pump (example: when a syringe or IV bag is changed) that result in a large volume value being sent from the pump to iaware, sometimes hours after the changing of the syringe or the IV bag. This was all determined to be from incorrect ikp data being sent from the pump to cerner and is questioned to be the result from an rn not touching the vtbi on the pump. The rn many choose to not change/touch the vtbi as a common occurrence if what is on the screen works for what the nurse is trying to do. This is most readily identified in the nicus because of the close attention that is being paid to the patients intake and output. This is also being reported by the picu/cicu departments because it is so critically important for intake and output to be correct for this population of patients. The customer further states that this is likely an issue for all patients on continuous infusions, depending upon the workflow of the individual nurse. The following is additional history regarding this issue: once the issue was identified in (B)(6) 2016, much discussion occurred back and forth between intermountain, cerner and bd that resulted in a letter that was sent in february 2017 which was followed by a meeting between bd with intermountain legal, risk and their chief officers in (B)(6) 2017. At that point, the determination was that this was an issue at the pump, not in iaware or cerner. The estimated resolution of the issue by bd was understood to be in april 2018 and/or would not be an issue after interoperability was implemented. Neither seems to have occurred. After the meeting in (B)(6) 2017, it is unclear if additional communication occurred between bd and intermountain related to progress on this issue. The customer later stated that there were no adverse effects caused to the patient from the event. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "bd/alaris syringe pump volume infusion documentation discrepancy issue related to interoperability bd pump sent inaccurately large volume through interoperability to the ehr the patient received correct volume and there was no patient harm patient was at risk of harm due to clinical decision making related to the inaccurate data cerner careaware infusion pump management FDA safety report ID # (B)(4)."